Manufacturer narrative:
X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt had high lead impedance readings at an office visit. The pt refused to have the device disabled, which is recommended by the MFR. The pt was seen three weeks later and diagnostics were within normal limits. The reporter will follow up with the pt in approx one month and continue to perform vns diagnostics testing. X-rays reviewed by the MFR did not reveal any obvious lead anomalies. The pt remains asymptomatic.